Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he sees a shadow to the left of his eye except when wearing glasses. He also reported having problem with reading. In a follow-up, the surgeon reported that posterior capsule opacification (pco) was observed and a yag laser procedure was performed. He also reported that the event continues, but is hoping for neuroadaptation in the patient.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 06/03/2009 and 06/08/2009 by phone, fax, and mail. A completed questionnaire was received on 06/18/2009.